Manufacturer narrative:
This lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting increasing threshold values, but was still delivering therapy (defibrillation) to the patient. A revision procedure was performed to add a new lead for pacing/sensing. The first lead was attempted, and impedance measurements were within normal range. However, stable sensing measurements, and threshold values could not be acquired despite multiple attempts to position the lead. Subsequently, a lead of a different model (7742) was implanted to complete the procedure, and all measurements were stable. No additional adverse patient effects were reported. Both the 0185 and the 7742 lead remain implanted.